Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer received multiple intermittent cartridge alarms (alarm 1). Customer's blood glucose (bg) level was greater than 500 mg/dl and customer experienced nausea. Reportedly, a manual injection was administered to address high bg and customer will continue to use manual injections for insulin therapy.